Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor (B)(4) and the following information was documented: "poor processing: under and over processed within same runs. We had an issue with a processor that had both under and over processed biopsy tissue in it. Unfortunately, the processor was continued to be used so we now have over 200 blocks that are borderline uninterpretable. We have replaced all of the reagents and ran [sic] a test run. The test tissue came out smelling strange and seemed whitish." On 18 november 2021, the assigned leica field application specialist-core histology (fas) visited the customer site in order to obtain further information regarding the circumstances involved in this complaint. The fas documented that: "customer replaced all reagents prior to arrival and did not take hydrometer readings." The fas also documented that the patient tissue samples involved in this event were derived from the "1.5 hrs" protocol executed in retort a comprising 30 cassettes, which started at 12:33pm and ended at 14:09pm, the "1.5 hrs" protocol executed in retort a comprising 91 cassettes, which started at 20:40pm and completed at 20:40pm, the "1.5 hrs" protocol executed in retort b comprising 170 cassettes, which started at 18:05pm and completed at 19:38pm and the "1.5 hrs" protocol executed in retort b comprising 68 cassettes, which started at 20:22pm and completed at 21:58pm. The tissue types and sizes of the affected patient tissue samples were detailed as: "colon biopsy, rectum, gastric, kidney, cell block, fine needles, liver bx" and "biopsy that would range from 0.2 to 1.5 cm" respectively. Information as to the final status of the affected patient tissue samples and the patient impact/outcome has not been provided despite the following requests being made to the complainant by the assigned field application specialist-core histology: 18 november 2021 by email, 18 november 2021 during site visit and 22 november 2021 by telephone voicemail. As at 15 december 2021, no adverse impact to a patient(s) has been reported to the manufacturer as a result of the circumstances involved in this complaint.

Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that event code "16" and the following associated message was displayed to the user at 20:52pm on (B)(6) 2021: "final concentration threshold for absolute ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure absolute ethanol station, bottle 6"; and event code "18" with the following associated message was displayed to the user on four (4) occasions between 21:59pm and 22:06pm on (B)(6) 2021: "cannot run protocol; final concentration threshold for absolute ethanol exceeded. Replace least pure absolute ethanol station, bottle 6." Bottle 6 (absolute ethanol) was not in contact with the corresponding sensor on two (2) occasions for approximately four (4) seconds at 22:05pm on (B)(6) 2021 and five (5) seconds at 22:06pm on (B)(6) 2021, which is not sufficient time to replace the reagent in the bottle in either instance, with a user affirming in the instrument graphical user interface (gui) that the absolute ethanol concentration in bottle 6 was to be "topped off/up" at 22:05pm on (B)(6) 2021 and set to the default value of 100% at 22:06pm on (B)(6) 2021. The properties of the reagent in bottle 6 prior to these user actions were recorded in the instrument logs as: absolute ethanol concentration=77.9%, cycles=65, cassettes= 6594, days=36. Although a user affirmed in the gui that the ethanol concentration in bottle 6 (absolute ethanol) was to be set to the default value of 100% at 22:06pm on (B)(6) 2021, the actual absolute ethanol concentration would have remained unchanged at 77.9%, because bottle 6 (absolute ethanol) had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 6 (absolute ethanol), which had an absolute ethanol concentration of 77.9% due to the use error when replacing the reagent in this bottle, was used for the final dehydration step of the "1.5hr run (biopsy)" protocol started in retort a at 12:33pm on (B)(6) 2021, the "1.5hr run (biopsy)" protocol started in retort b at 18:05pm on (B)(6) 2021, the "1.5hr run (biopsy)" protocol started in retort a at 19:07pm on (B)(6) 2021 and the "1.5hr run (biopsy)" protocol started in retort b at 20:22pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. Although not reported by the complainant, the quality of processing of patient tissue samples from the "7.5hr run (xlg)" protocol started in retort a at 22:06pm on (B)(6) 2021, would also been adversely impacted because the reagent in bottle 6 (absolute ethanol) was also used for the final dehydration step of the protocol. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal processing of patient tissue samples reported by the complainant. Investigation of this complaint found that the instrument functioned as designed during execution of the "1.5hr run (biopsy)" protocol started in retort a at 12:33pm on (B)(6) 2021, the "1.5hr run (biopsy)" protocol started in retort b at 18:05pm on (B)(6) 2021, the "1.5hr run (biopsy)" protocol started in retort a at 19:07pm on (B)(6) 2021 and the "1.5hr run (biopsy)" protocol started in retort b at 20:22pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The instrument also functioned as designed during execution of the "7.5hr run (xlg)" protocol started in retort a at 22:06pm on (B)(6) 2021, from which the quality of processing of patient tissue samples would also have been adversely impacted. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 22:06pm on (B)(6) 2021. The facts indicate that a user did not complete manual replacement of the reagent in bottle 6 (absolute ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run, because the final concentration threshold for ethanol had been exceeded, were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."